Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. Also, no x-rays were returned for review. The device was in vivo for approximately 2 years and 3 months. The patient's height, weight, age, build and activity level are unknown. No operative notes were provided. Tibial loosening as alleged on the product experience report could be due to several reasons, but cannot be analyzed without the return of the product, operative notes, and x-rays. Based on the available information, a definitive root cause cannot be ascertained at this time. No product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the device was implanted in 2006 and revised in 2009, due to the tibial component loosening.